Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
The manufacturer representative reported out of range impedances on electrodes 8-15. It was unknown if there was any environmental/patient factors that may have contributed to this issue. No trouble shooting or diagnostics were performed. The implantable neurostimulator (ins) was going to be replaced with no changes to the leads/extensions. Surgical intervention had not occurred, nor was anything planned. The patient was receiving adequate stimulation coverage with the current groups. It was noted that the ins was implanted (B)(6) 2007. No patient symptoms were reported. The issue was not resolved. Indication for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was replaced. The rep was not aware if the replacement resolved the impedance issues and was also not aware of what actions or interventions were planned. The cause of the out of range impedances remains unknown. The rep noted that he no longer had the impedance values but he did recall them to have been >10,000 ohms. The rep later reported the last time he met with the patient, they were able to get good stimulation coverage and acceptable pain relief with trial and error reprogramming. It was noted the impedances were still out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.